Manufacturer narrative:
Philips service rebooted the system; bios battery replacement is pending. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot due to bios battery issue on a allura xper fd20/10 & fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.